Event description:
It was reported, during preparation of an unspecified procedure, the camera head had an image problem and was displaying a snowy screen. The procedure was completed using a similar device. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: puncture on cable and failed leak test. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation of an unspecified procedure, the camera head had an image problem and was displaying a snowy screen. The procedure was completed using a similar device. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to d9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.